Manufacturer narrative:
Pt age and weight: the customer did not provide patient demographics such as: age, date of birth, or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched. All system parameters including: quality control (qc), calibration, system check, and precision run were performing within assay and instrument specifications. The access accutni+3 reagent was not returned for evaluation. The cause of this event cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for one patient sample. The elevated access accutni+3 sample (designated as sample 1) was repeated on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and lower results, within the customer's established reference range, and an elevated result, outside of the customer's established reference range, were generated. A second sample from the patient (designated as sample 2) was processed on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and a lower result, within the customer's established reference range, was generated. There was change or impact to patient care or treatment which occurred due to the non-reproducible access accutni+3 results, as the patient was admitted to the intensive care unit (ICU). Quality control (qc), calibration, and system check were all performing within assay and instrument specifications at the time of the event. The sample was collected in a heparinized gel tube and was centrifuged in a statspin centrifuge for three (3) to five (5) minutes and an unknown speed. The customer mentioned the possibility of integrity issues for the sample.